Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device but could not duplicate the reported phenomenon. However it was found that the image of the subject device was irregular color tone when the subject device was angulated to down and light angulation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc surmised it might be occurred due to the failure of image sensor unit, the printed circuit board on the video connector, or the system. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.